Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited high capture thresholds. During pre-operation device check on (B)(6) 2017, the lead exhibited an increase in pacing impedance. The lead was capped and replaced. The patient was stable post procedure and would continue to be monitored.